Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. However, factors that may contribute to difficulty removing the device over the guide wire include but not limited to, damaged devices during procedure, anatomical conditions or device interactions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left tibial artery. The hi-torque command es guide wire was in place across the lesion. A non-abbott balloon catheter was advanced for pre-dilatation and used successfully; however, after use, the balloon catheter could not be removed over the guide wire; therefore, the guide wire and balloon catheter were removed together as one unit. A new guide wire was used to complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.